Manufacturer narrative:
H6: evaluation: handpiece serial number search. Results - a search by handpiece serial number was performed and no similar complaint was found.

Event description:
It was reported that a capsular tear had occurred during the phacoemulsification procedure using a 4 crystal handpiece. A vitrecotmy was performed. A sulcus lens was implanted.